Event description:
Olympus was informed that approximately two weeks after a diagnostic colonoscopy procedure, a perforation of the patient's colon was observed. The physician stated that the clv-190 was putting out too much pressure, and that the excessive pressure caused the perforation. The device was removed from service. The patient underwent a surgical colon resection procedure. Olympus has followed up with the user facility and an olympus representative for additional information but has received limited information.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.